Event description:
Pdi sani-cloth plus has a picture of a baby on the side label and on the lid with a "do not use" sign across the baby. Adults have interpretted this to mean this product is okay for adult use.